Manufacturer narrative:
On 22-dec-2022, additional information was received indicating the date of event for this complaint was 29-nov-2022. Field b3. Date of event has been populated accordingly. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the date of event was not provided. As such, date of event has been populated with on (B)(6) 2022. Note: initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported the hemostatic valve on carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was detected to be broken prior to insertion of sheath into patient¿s body. Surgery was delayed due to the reported event for 5 minutes. The defective carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small replaced with new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Procedure was successfully completed. No fragments generated. No patient consequences. Additional information received indicated that when inspecting the sheath, the hub, cap and valve were all separated rather than being connected as one unit. The physician noted that the sheath was like this out of the package prior to any manipulation of the sheath and prior to insertion into the patient¿s body.

Manufacturer narrative:
On 10-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported the hemostatic valve on carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was detected to be broken prior to insertion of sheath into patient¿s body. Surgery was delayed due to the reported event for 5 minutes. The defective carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small replaced with new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Procedure was successfully completed. No fragments generated. No patient consequences. Additional information received indicated that when inspecting the sheath, the hub, cap and valve were all separated rather than being connected as one unit. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap and the hemostatic valve were dislodged from the hub but stuck along the vizigo¿s dilator. A microscopic analysis of the brim cap was performed and, signs of adhesive were found. The hemostatic valve and the silicon ring appeared in good condition. The damage observed (part separations) could be related to the incorrect insertion or pulling out of the dilator with the sheath causing the dislodgment of the components; however, this could not be conclusively determined. Additionally, according to the picture provided by the customer, the brim cap, silicone ring and the hemostatic valve were observed detached from the hub. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).